Manufacturer narrative:
During the returned device analysis, the reported single gripper actuation issue was confirmed as the gripper was unable to lower as intended. The gripper line was observed to be broken. The reported failure to grasp the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on available information, the reported difficult gripper actuation appears to be a result of the observed broken gripper line. The break in the gripper line appears to be due to procedural conditions. A cause for the reported failure to grasp the leaflets could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior flail. The clip delivery system (cds) was advanced to the mitral valve; however, grasping both leaflets was difficult and it was then observed that the anterior gripper would not lower. Troubleshooting was performed, but failed. The cds was removed with the clip attached and the procedure was completed with a new cds. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.